Event description:
It was reported that the customer was experiencing issues with the threshold suspend feature. The customer stated that she would have low blood glucose levels and then treat herself. However, the customer stated that it would take too long for the numbers to catch up so she would end up experiencing high blood glucose. The customer stated that she had stopped using the sensor. The customer stated that she would have a blood glucose of 60 mg/dl at night, treat herself and then end up with a blood glucose of over 300 mg/dl by the morning. The customer declined troubleshooting. The customer wanted to use the sensor without the threshold suspend feature. Advised customer speak with her healthcare provider before making any changes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.